Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. Product received and awaiting evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosisan evaluation was performed. The customer reported the tab on the locking device broke. The item is not repairable. The cause of the issue is unknown. Per service history review, the part will undergo additional evaluation.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient involvement.

Event description:
It was reported that while using the locking drill guide for an expansion head screw, the tab on the locking device was broken. The issue was discovered preoperatively and a spare instrument was used to perform the procedure. It was also reported, that this event did not contribute to a death or serious injury and that the subject device did not malfunction during surgery while being used on a patient. No further information is available at this time. This report is 1 of 1 for (B)(4).